Event description:
It was reported the patient felt a sharp pain about a week and a half prior to report when he bent down. It was stated the patient had to lie on the floor to feel relief. It was reported the patient had felt occasional shocking sensations since the reported incident. It was noted the patient had not experienced any other events or traumas. It was additionally noted the patient¿s wife could see wires trying to protrude from the patient¿s back. The patient was redirected to his healthcare provider (hcp). Additional information reported the patient was experiencing ¿intermittent stimulation¿ and a ¿loss of stimulation in certain positions.¿ it was also reported that when the patient moved ¿it shocks him.¿ it was noted that as of a week after report the patient had turned his implantable neurostimulator (ins) off and stated that ¿he couldn¿t use it.¿ it was reported that prior to the reported condition, the patient had received great coverage and pain relief. It was stated that impedance testing found one contact on each lead was ¿over.¿ it was noted ¿the program that was said to be providing good relief up until the issue was not using these electrodes.¿ a week after initial report, it was reported that reprogramming was attempted and was ¿unsuccessful due to the patient feeling a shocking sensation.¿ it was noted the patient¿s hcp ordered x-rays to determine whether a revision procedure needed to be scheduled. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported seven months later that the patient had his leads replaced on (B)(6) 2014 because they broke. When the patient was asked when this problem occurred, he stated "I have no clue, it's been a year since it got replaced." It was unknown what caused the lead fractures.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3 550-39, lot# n283368, implanted: 2011-(B)(6), product type accessory. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead,product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).